Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise on the rv-channel was observed. Review of the session record revealed that the rv lead seems to be intact. The noise in the noise revision episode is due to external interference. There were a couple of events with t-wave oversensing post paced due to very small r-waves in one auto mode switching (ams) episode. However since there are no nsrvo episodes the sensibility settings may be as programmed. The physician does not know, when or either a revision will be performed. The patient's condition is ok.